Event description:
PICC was placed in very premature infant. Once the PICC was placed, the needle was withdrawn and attempted to peel away. The needle did not peel away correctly and forceps had to be used to break the remaining needle away to save the PICC. The problem is with the splittable needle in the l-cath PICC kit. The needles are designed to split apart, but they are not. If unable to split, the staff have to attempt a work-around or the line would need to be removed and replaced. The patient population that these devices are used on are not stable: subjecting the patient to another line insertion attempt increases risk to the patient. These patients also have limited vascular access points.this facility has had similar events on other patients with this product. Staff inserting these lines are very familiar with the product and have extra training in the insertion of the line. There has been approximately one or more similar events per month with this device over the last several months. The manufacturer has been notified and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.